Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Impedances were discovered intra-operatively. The hcp tried unscrewing the screw, but said it didn't feel right and that it wouldn't loosen up. After the hcp loosened up the screw, they also couldn't get it to sit properly on lead and couldn¿t get it to tighten down. Impedances were checked three times and the hcp tried to unscrew and screw in the screw to no avail. As a result of what was reported, a new battery was opened and used. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the impedance/setscrew issue was not determined. The ins was placed in the mail on (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (serial#(B)(4)) found the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.